Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that it was in an inoperative state. There was no patient use associated with the issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it being in an inoperative state was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.